Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Healthcare professional reported unknown side rupture. The status of the device is unknown.